Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected failure rate for this procedure as published in the scientific literature.

Event description:
Removal of endosseous dental implant. Implant (site #18) was one of 3 placed in class I bone during a routine procedure. It was removed 1 month post-op. The clinician suspects that the failure was due to residual bone pathology at the site (tooth was extracted approx 4 months previously).